Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used in the endovascular treatment of the patient. It was reported that during the index procedure, after 6th endoanchor implantation the endoanchor implanted was thought to be deformed. It was decided to implant a 7th endoanchor and while attempting to implant, it was noted that there was no endoanchor in the heli-fx applier. It was observed that there was a part of the 6th endoanchor remaining in the applier which had now been lost in the heli-fx guide. The heli-fx guide and heli-fx applier were then removed and the procedure was completed. As per the physician the cause of the event was a problem with the endoanchor. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis summary: the applier, cassette, guide and dilator were returned for evaluation. There was no fragment of an endoanchor visible in the guide. The cassette returned with nine (9) ports open. Visual inspection confirmed an endoanchor was still present in the seventh port despite the foil being open. There was no damage evident to the applier and no endoanchor fragment in the housing. The handle was opened, and no fluid or blood was observed within the handle. No corrosion was observed to the circuit board or connector pins. All wires and connectors within the handle appeared to be intact and properly connected. The battery was removed and measured 7.96v. A new battery was attached, and the unit powered up with the blue error flashing, the forward light flashing and the back light unresponsive. The eprom was read and presented the following codes (locn x code): oax05 battery low detection, 0bx07 ready, 0cx07 drive motor operation time-out, 00x17 fatal. The device was restarted in factory mode with the blue error light on, forward light flashing, back light on. The forward button was pressed, and the motor rotated, however there was no endoanchor in the housing to deploy. Another endoanchor was successfully loaded and deployed with no abnormalities noted. The applier functionality was confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was confirmed that the fragment which had not been implanted and was free in the guide was removed along with the guide catheter and was not left floating freely within the anatomy. Film evaluation summary the fractured endoanchor was confirmed; however, the exact cause could not be determined from the films provided. CT¿s were not provided and a comprehensive assessment of the patient¿s anatomy could not be performed. The fractured anchor was not returned for a more detailed analysis; including sem analysis. Possible anatomical causes of the anchor fracture include implanting into areas of calcification, thrombus, and highly angulated anatomy. Other potential contributors (which could not be confirmed via the films) include improper apposition, excessive catheter torque build-up, engaging stent(s) or multiple fabric layers, and excessive unsupported applier. If information is provided in the future, a supplemental report will be issued.